Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Confirmatory testing conducted by the customer, including polymerase chain reaction (pcr) and western blot, yielded negative results, confirming the initial reactive results as false reactive. The root cause was attributed to a sample-specific discrepancy, as false reactive results may occur with this assay due to its specificity being less than 100%. The device remains in operation at the customer site, and no further investigation was deemed necessary.

Event description:
The initial reporter alleged false reactive results for a patient sample tested with the elecsys hiv duo assay on the cobas e 801 module. Three separate samples from the same patient were tested with results ranging between 280 and 290 coi (reactive). Confirmatory testing performed by the customer included abbott hiv and diasorin hiv assays, both of which were non-reactive, as well as polymerase chain reaction (pcr) and western blot, which were also negative.